Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 513 mg/dl. Ketone level was large. Infusion set site was changed and insulin injections were administered to address bg. Insulin delivery was resumed. Cause of elevated bg was not known. Recommendation was made for the customer to discuss the event with a healthcare provider.